Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00786 1. Section g. Box 3. Report source.

Manufacturer narrative:
Evaluation of the returned neuron max confirmed a distal tip fractured. The catheter lumen was broken but still attached at the distal tip. The root cause of this damage could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. (B)(4). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the anterior communicating artery (acom) using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing a neuron max to the cervical artery, the physician noticed that the distal tip of the neuron max was unstable. Therefore, the physician decided to remove the neuron max. Upon removal, it was noticed that the distal tip of the neuron max was broken but intact. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.